Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to charged couple device malfunction, the error e238 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had error code e238. The issue was found during sedation of an unspecified procedure, which was completed with the same set of equipment. There were no reports of patient harm.